Event description:
A materials mgr reported that three weeks following intraocular lens (iol) implant surgery the iol was exchanged due to an unexpected postoperative outcome. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. Additional info has been requested by phone, fax and mail on 01/04/2013 and 01/16/2013. A completed questionnaire has not been received. (B)(4).